Event description:
The pt reported that his pump and catheter were removed due to a staph infection. No specific symptoms or treatment was reported. The pt was reimplanted with a new device system in 2007. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received. Reference MFR report #2182207-2008-00177.